Event description:
The company was informed that the pt's device was explanted due to loss of lock. The pt was reimplanted with another advanced bionics cochlear device. Advance bionics is in the process of gathering more info, once more info is available, a supplemental report will be submitted.